Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event and patient's weight is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the lead. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.